Event description:
I had essure birth control coils placed in 2011. Since placement, I have had slow onset of multiple symptoms: intermittent lower abdominal and lower back pain, heavy painful periods with large clots, chronic fatigue, weight gain, chronic bloating, diffuse hair loss, dental issues, memory loss, difficulty concentrating, heat intolerance, hot flashes, skin (never had before), increased vaginally discharge, anxiety/panic disorder (never experienced before), mood swings, pms (never experienced before), pelvic organ prolapse, severe headaches at least 1 time/week, raynauds disease, joint pain, periods of rapid heartbeat and sob (cleared by cardiologist with no known reason for it echo and halter monitor test clear). Multiple autoimmune symptoms with all testing negative for thyroid, lupus, ra. All lab work normal except slightly elevated hgb a1c and serum iron low (hct and hgb good). Doctors can find no medical reason for my persistent symptoms. Diagnosed with nickel allergy (B)(6) 2016 where doctor recommended I have coils removed as to them possibly causing an autoimmune response in my body. Was never asked or any inquiry as to nickel allergy or intolerance prior to coil placement. I find it agregious with the tens of thousands of women reporting similar side effects that this product remains on the market. I will be taking steps to remove this device from my body as my doctor recommends. How many more women have to suffer for the FDA and bayer to take further action? I firmly believe more incidents are not reported because the doctor community does not have the knowledge to investigate essure as the passible problem. My symptoms have been dismissed for years, because, my labs look good. It took years to finally get a doctor to investigate the cause of my persistent symptoms and that is just sad. Bayer is choosing profits over people and the FDA is allowing it. Shame.